Manufacturer narrative:
H10: this report was previously submitted with an incorrect registration number. Reference corrected manufacturer's report number 9610816-2020-00457. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D10:the device was returned to philips for evaluation. Due to a change in decontamination processes which also involved a facility change, the device cannot be located. Due to age of the complaint, the case will be closed. If/when the device be located, evaluation of the device will be documented in the defoa database under defoa-2020-08-34124.the customer was sent a replacement device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was returned to philips but can not be located.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of speaker malfunction. The device was not in use on a patient.